Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedances of greater than 2,000 ohms and a lead fracture was suspected. It was noted that the lead was still sensing and capturing appropriately. It was noted that the lead would be replaced in the future when the patient's device was needing replacement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.